Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This event is not reportable since additional information from the field indicates the pain reported by the patient was not caused by the pacemaker. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced chest wall pain for about a year, with it worsening overnight. Stored data was reviewed and no device issues were noted. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates the pain reported by the patient was not caused by the pacemaker. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced chest wall pain for about a year, with it worsening overnight. Stored data was reviewed and no device issues were noted. This device remains in service. No adverse patient effects were reported.